Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 264 mg/dl at the time of the call. The customer had been assisted months prior on having their reservoirs replaced. The customer's confidence in the insulin pump was restored after educating the customer on the purpose of the no delivery alarm. The customer was able to clear the alarm. No further information was provided.